Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 153 mg/dl. The customer connected the pump to a power source to charge for one hour and the pump remained unresponsive. Reportedly, the customer has an alternate pump available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.